Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to calibrate the sensor due to a high blood glucose level. Blood glucose level at the time of the incident was 426 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was shipped a tubing clamp to complete high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.